Event description:
Painful at injections site (lips), hard at injections site (lips), swollen at injection site (lips). Report received on 11/1/2006 from a female consumer (age unk) with no known allergies and no history of autoimmune disease, who received injections of hylaform in 2006 to the upper lips. Twenty-four hours after treatment, the consumer developed a painful, hard, swollen area on the right side of her upper lip. The treating physician who is the consumer's husband prescribed oral acyclovir and amoxicillin. No further informatio was provided.